Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor that had been previously paired to a dexcom receiver failed to pair with the ilet; the receiver was powered off, and toggled the ilet cgm settings and re-entered the pairing code, after which the ilet indicated it was pairing, consistent with an intermittent communication failure potentially related to the antenna/electrical communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the trainer and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the dexcom g7 sensor and the ilet during pairing, consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.